Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8703w, lot# j0039914r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received morphine (unknown concentration, 325mcg/day), bupivacaine (unknown concentration, "1/10th of the morphine), and clonidine (unknown concentration and dose) in an implantable pump for spinal pain. The patient heard a tone, but was unsure if it came from the pump. The tone was heard every 5-10 minutes. The patient used the personal therapy manager (ptm) to check the pump and saw the "8286" alarm code. The patient was supposed to have the pump filled on (B)(6) 2015. The patient was directed to their healthcare provider (hcp) to make them aware of the error code. The issue began on (B)(6) 2015. Additional information was requested form the hcp regarding any patient symptoms experienced, if troubleshooting/ actions/ interventions were required to resolve the issue, if the cause of the empty pump was determined, and it the issue resolved. If additional information is received, a follow-up report will be submitted.